Manufacturer narrative:
No product was returned for evaluation. Should new relevant. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. A temporary rate of 50% was set to address low bg levels. The customer did not provide a bg value, and declined to provided additional information regarding the reported issue.